Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information revealed the patient underwent surgical intervention where her entire scs system was explanted. The reported issue is resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient never received effective stimulation coverage from her scs system. As such, she has discontinued to use the device. Surgical intervention was scheduled to address the issue. No additional information is available at this time